Manufacturer narrative:
Initial reporter full name: (B)(6) the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter cuff test during the operation was done, and it was fine, but after being left in place, the balloon had spontaneous removal and sterile distilled water leaked during the transfer to the ward.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6) hospital, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter cuff test during the operation was done, and it was fine, but after being left in place, the balloon had spontaneous removal and sterile distilled water leaked during the transfer to the ward.